Event description:
A surgical technician reported that the pt's cornea was cloudy one day following intraocular lens (iol) implant surgery. Later, the pt presented with pain. Upon examination, the surgeon noted the iol was displaced with a haptic broken off in the anterior chamber. The broken haptic was removed and the iol was repositioned during another surgical procedure. Visual acuity remained 20/400 which was reported to be due to macular degeneration. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/19/2009 and 06/29/2009 by phone, fax, and mail. A completed questionnaire was received on 07/07/2009.